Event description:
Baxter corporate product surveillance received notification from the u.s. Department of health and human services regarding a customer report of a 250ml intravia empty container. According to the report, the solution port separated from the bag when the nurse attempted to remove the blue cover. This resulted in the entire contents of the bag, the medication zosyn, spilling onto the floor. The alleged defect occurred before use. Therefore, there was no patient involvement. The drug did not get on the nurse. A new bag of medication was spiked successfully, and therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. The unit was received wet, with a piece of foil covering the injection site port. Visual inspection revealed a separation between the membrane tube assembly and the port of the intravia bag. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the manufacturing process. An orientation was provided to the associates at the manufacturing facility related to the code reported in the complaint. This issue is being investigated through CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.